Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds since implant approximately one month earlier. It was noted at the next follow up check that rv lead thresholds had decreased. The rv lead remains in use. No patient complications have been reported as a result of this event.